Event description:
Customer was wearing gloves for a cystoscopy case. During the procedure customer noticed hands felt sweaty and warm. When customer took the gloves off, 1 hour later, customer's hands were swollen, red and itching. Customer was sent to the emergency room, received atarax and was diagnosed as having contact dermatitis. Customer was sent home. Customer returned the next day and customer hands were still swollen and red, customer returned to the emergency room. Was given more atarax and lydex cream.